Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? Appendix. On which firing(s) did this event occur (1st, 2nd, 8th, etc.)1st firing. What color cartridge was being used? White. Was buttressing material utilized? Asku. Was the instrument fired across or near an existing staple line or clip? Asku. Were any unexpected noises heard? Yes. If so, when? When firing the device. Were any of the forces higher or lower than expected (closing, firing, or opening)? Closing. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Asku. Was there any difficulty removing the device from the tissue? Asku.

Event description:
It was reported that during a laparoscopic appendectomy procedure, on the first firing a loud cracking noise was heard. After opening the device there were malformed staples. Not all the staples deployed because after removed the device some of the staples were falling out of the cartridge unformed. The cut line was completed. A second device was pulled to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received with the firing mechanism damaged and with no cartridge reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue than indicated or attempted to fire through a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The batch record was reviewed and no anomalies were noted during the manufacturing process.